Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, product type: extension. Product ID: 3389s-40, lot# va1p3e8, implanted: (B)(6) 2018, product type: lead. Product ID: 3389s-40, lot# va1p3e8, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep stating it was unknown where the patient passed away. It was unknown when the patient passed away or if an autopsy record/toxicology reports were available.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_ext, serial# unknown, implanted: (B)(6) 2018, product type: extension, ubd: unknown, UDI#: asku. Product ID: neu_unknown_ext, serial# unknown, implanted: (b(6) 2018, product type: extension, ubd: unknown, UDI#: asku. Product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2018, product type: lead, ubd: unknown, UDI#: asku. Product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2018, product type: lead ubd: unknown UDI#: asku . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. The patient developed infection on the third day after surgery. The specific cause of the infection had not been confirmed, and the patient has been in a coma for observation in the intensive care unit (ICU) ward. There were no expert opinions available. All products in the body were involved with the issue. It was unknown what, if any, effective measures had been taken. It was unknown what troubleshooting was performed. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2018, product type extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2018, product type extension. Product ID neu_unknown_lead, implanted: (B)(6) 2018, product type lead. Product ID neu_unknown_lead, implanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that it was unknown if the coma was due to the patient's infection. It was unknown if there were any other contributing factors to the coma. It was also unknown what actions and diagnostics were taken to try to resolve the infection and coma. The issue was unresolved and the patient died. No further information was reported.